Event description:
At index, the pt was admitted with unstable angina type iib for a procedure to one vessel. The 3mm proximal lad was moderately tortuous. The 8mm target lesion was a b2, smooth, eccentric lesion with little or no calcification and no thrombus. The site was not predilated. A 3x13mm cypher stent was deployed at 13 atm with satisfying results that were visually evaluated. Pre procedure stenosis was 80%; pre and post procedure timi flow was three. In 2004, the pt returned with an 80% intra-stent restenosis. A non-cypher drug eluting stent was placed inside the cypher to treat it. Post procedure, stenosis was 0% and timi flow was three.